Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The cause of the iipv event could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 01:45:19. During night drain cycle eight, the patient's ultrafiltration reading was 2458ml, indicating the home patient drained 1798ml more than their maximum programmed fill volume of 2200ml. No additional information is available.